Event description:
It was reported that the lens has vaulted approximately 8 months post implant. A yag was performed and vaulting issue was corrected. Additional information has been requested.

Manufacturer narrative:
Investigation is underway. A supplemental report will be submitted upon completion of the investigation.